Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 290 mg/dl. The customer is having issue with the insulin pump. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected low reservoir alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked battery tube threads and cracked reservoir tube window. The reservoir fits into reservoir compartment properly and reservoir is touching the motor slide.